Event description:
Clinical narrative: impella cp was inserted via the left femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities included coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d. The patient required inotropic support, vasopressor therapy, and respiratory support prior to and during impella cp support. During support, bleeding was reported from the impella cp access site. At the time of the event, the activated clotting time (act) was reported as 250 seconds. The purge solution consisted of 5% dextrose in water. Best-practice access site management techniques were reported, including securement of the repositioning sheath and application of manual pressure, resulting in resolution of the bleeding. No blood products were reported to have been administered. One day after impella cp implantation, veno-arterial extracorporeal membrane oxygenation (va-ECMO) was initiated, and the impella cp was utilized for left ventricular unloading during combined mechanical circulatory support. Throughout support, the impella cp functioned as intended with no reported device malfunctions, alarms, or performance concerns. After approximately four days of combined impella cp and va-ECMO support, the patient was designated do not resuscitate (dnr) and care was subsequently withdrawn due to the patient¿s underlying clinical condition. The patient subsequently expired. Based on the available information, the impella cp functioned as intended throughout support. The reported access-site bleeding is most consistent with a procedure/access-related complication associated with large-bore arterial access and systemic anticoagulation. The bleeding resolved with conservative management and no blood product administration was required. The patient's death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the product from the patient outcome. The reported death is more likely attributable to the patient's underlying acute myocardial infarction, cardiogenic shock, and overall critical illness requiring multiple forms of mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.